Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a reported blood glucose of 314 mg/dl after breakfast and coffee, following a recent supply change; glucose began trending down during the call from 314 to approximately 307 mg/dl, and the user was advised to continue monitoring and to perform another supply change if glucose remained elevated. Customer care provided support that included recommendation to continue to monitor blood glucose. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the hyperglycemia remained unclear given the temporal association with a meal and caffeine. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and self-management through monitoring and potential supply change. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.